Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test didn't confirm the reported leak. Based on evaluation findings, the device operated as intended. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no.: (B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking near the administration port. The leak was discovered after the bag was hung at the patient bed side but prior to infusion ; therefore, no patient involvement or adverse events occurred. No additional information is available.